Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: two photos was received and reviewed. One photo shows the product lot details which is matched with the trackwise record. And in second photo the balloon appeared to be clean and in deflated condition. Further the catheter shaft has circumferential break near to the proximal end of balloon with exposed the inner guidewire lumen. No other anomalies were noted. However, based on the photos the evidence of the catheter shaft break could be observed. Therefore the investigation was confirmed for the identified break issue and inconclusive for the reported difficulty to remove the balloon from the packaging issue as no objective evidence could be observed on the summitted photo. A definitive root cause for the identified break and reported device damaged upon unpackaging issue could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiry date: 12/2026) h11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during preparation of an angioplasty procedure, the hcp pulled balloon out of packaging for case it felt as if it sprung back and when inspected it refused it. There was no patient contact.